Manufacturer narrative:
Clinical code: 1770: stroke- the patient developed a minor stroke after the procedure. Impact code: 4623: rehabilitation- scheduled for rehabilitation after discharge. 4607: hospitalization or prolonged hospitalization- the patient remains hospitalized. Device problem code: 3190: insufficient information- additional questions were sent to the site on 02 oct 24 regarding type of stroke, how long after the procedure/implantation, if the patient was left with a weakness/deficit/loss of communication etc, if patient is on rehabilitation, to confirm the device relationship to this event and if any pre/post op scans are available for review. However, it was confirmed on 03 oct 24 no image, scans or further information can be obtained for this complaint. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex hybrid sales jan 21 - aug 24 vs stroke jan 21 - sep 24 gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication interview: it was confirmed by the site on 03 oct 24 that no image, scans or further information can be obtained for this complaint. 3331 - analysis of production records: a full batch review was performed for batch ID: 25377482, and no issues were identified during manufacturing process from raw materials to finished products. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Minor stroke: a total arch replacement was performed using the thoraflex hybrid. There were no issues with the handling of the device or the procedure, and the procedure was successfully completed. However, the patient developed a minor stroke after the procedure. The patient remains hospitalized and is scheduled for rehabilitation after discharge. Physician's comment: it is likely that the event was not caused by the device, but rather by the patient's very poor vascular condition, which may have caused atheroma to migrate during anastomosis of the brachiocephalic artery or during the cerebral blood supply. Operation type: total arch replacement patient outcome: the patient was not in serious condition and is scheduled for rehabilitation after discharge. Possibly related to device, procedure or pre-existing condition.

Manufacturer narrative:
Clinical code: 1770: stroke- the patient developed a minor stroke after the procedure. Impact code: 4623: rehabilitation- scheduled for rehabilitation after discharge. 4607: hospitalization or prolonged hospitalization- the patient remains hospitalized. Device problem code: 3190: insufficient information- additional questions were sent to the site on 02 oct 2024 regarding type of stroke, how long after the procedure/implantation, if the patient was left with a weakness/deficit/loss of communication etc, if patient is on rehabilitation, to confirm the device relationship to this event and if any pre/post op scans are available for review. However, it was confirmed on 24 oct 2024 no image, scans or further information can be obtained for this complaint. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex hybrid sales jan 21 - aug 24 vs stroke jan 21 - sep 24 gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication interview: it was confirmed by the site on 24 oct 2024 that no image, scans or further information can be obtained for this complaint. 3331 - analysis of production records: a full batch review was performed for batch ID: 25377482, and no issues were identified during manufacturing process from raw materials to finished products. 4117 - device not returned: device remains implanted. Investigation findings: 3221- no findings available: from the investigation performed and with all findings it was not possible to determine if the event is related to the device. Investigation conclusion: 4315- cause not established: the site confirmed no scans/images or further information will be available for this event. It was not possible to determine if the event is related to the device. Therefore, we could not determine a root cause for this event.

Event description:
Minor stroke: a total arch replacement was performed using the thoraflex hybrid. There were no issues with the handling of the device or the procedure, and the procedure was successfully completed. However, the patient developed a minor stroke after the procedure. The patient remains hospitalized and is scheduled for rehabilitation after discharge. Physician's comment: it is likely that the event was not caused by the device, but rather by the patient's very poor vascular condition, which may have caused atheroma to migrate during anastomosis of the brachiocephalic artery or during the cerebral blood supply. Operation type: total arch replacement. Patient outcome: the patient was not in serious condition and is scheduled for rehabilitation after discharge. Possibly related to device, procedure or pre-existing condition. This report is being submitted as a final for mfg report number: 9612515-2024-00074 to provide event closure information for (B)(4).